Event description:
Boston scientific received information that this pacemaker displayed a magnet rate of 90 ppm and less than one year remaining as expected. The health care professional (hcp) looked up and printed a stored electrogram and the longevity changed to two years with a magnet rate remaining at 90 ppm. The hcp rebooted and received the same results. A technical services (ts) consultant was contacted regarding this issue and indicated the longevity remaining is coming from the programmer. It was noted that the patient will be monitored monthly. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.